Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that under filling and stopper push off occurred approximately 5 to 6 times on bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes during use. The following information was reported in the initial event description: "it is reported that customer has experienced several under filling occurrences. Customer called in to report under filling that will either not fill at all or fill partially. This has happened within the last month at this facility, no specific date available. Customer has samples, please send out (B)(6) label. Customer would like replacement product of different lot number. Under filled tubes will be tossed out and another tube from same lot will be used during the same draw without issue. Customer states it is a hit and miss with this lot. Spoke with the customer. She stated that this situation has been happening for about a month and an half, and is a random occurrence. She provided the current lot#, but it may involve other lot #s. The tubes that do not fill or fill partially seem to push off the needle in the holder. The tubes that fill correctly don't seem to push off the needle in the holder, and if pushed back on, the tubes do not fill. They are using both the straight needle and winged sets, and has occurred with 5-6 phlebotomists."

Event description:
It was reported that under filling and stopper push off occurred approximately 5 to 6 times on bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes during use. The following information was reported in the initial event description: "it is reported that customer has experienced several under filling occurrences. Customer called in to report under filling that will either not fill at all or fill partially. This has happened within the last month at this facility, no specific date available. Customer has samples, please send out fedex label. Customer would like replacement product of different lot number. Under filled tubes will be tossed out and another tube from same lot will be used during the same draw without issue. Customer states it is a hit and miss with this lot. Spoke with the customer. She stated that this situation has been happening for about a month and an half, and is a random occurrence. She provided the current lot#, but it may involve other lot #s. The tubes that do not fill or fill partially seem to push off the needle in the holder. The tubes that fill correctly don't seem to push off the needle in the holder, and if pushed back on, the tubes do not fill. They are using both the straight needle and winged sets, and has occurred with 5-6 phlebotomists."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/12/2020 h.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for draw volume/ underfilling and tube push off with the incident lot was not observed. Evaluation/testing of the customer samples was performed and draw volume/ underfilling and tube pop off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of draw volume through CAPA#(B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/12/2020 h.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for draw volume/ underfilling and tube push off with the incident lot was not observed. Evaluation/testing of the customer samples was performed and draw volume/ underfilling and tube pop off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of draw volume through CAPA#(B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.